Event description:
Philips received a complaint from a customer site (B)(6) reporting that the perfusion tubing of a patient was caught in the joystick t-rail on the couch of an ingenuity CT scanner. The patient reported pain from the area where the perfusion tubing was pulled. A philips field engineer was on-site when this event occurred. He managed to stop the couch motion, remove the tubing and complete the scan. The patient did not require any medical treatment or intervention.

Manufacturer narrative:
(B)(4). The site is currently operational. The initial investigation into this issue has revealed that the joystick t-rail on the couch at the site was not manufactured by the supplier to print. The design drawing specified by philips to the supplier was found to be adequate. More information is awaited from the vendor to ascertain the exact cause of the couch not being manufactured by the supplier to print.